Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product observed corrosion on edge card connector (gold fingers). A functional evaluation revealed a blank video image when connected to the ccu. The complaint was confirmed. Cause of blank video image is extreme corrosion on edge card connector preventing contact with ccu receptacle. The complaint was confirmed and the root cause has been determined to be corrosion of the edge card connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported the camera head lens did not display image. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.